Event description:
The customer reported that the image on the left monitor that was recently changed, is sometimes dark and after rebooting the system, the monitor works normaly for a while. No injury to pt or staff reported.

Manufacturer narrative:
The ge rep tighten the conection on the rs232 cable to the monitor and verify that the system is working as intended and the left monitor looks as bright if not brighter than the right monitor.